Event description:
The customer reported the device failed to power up. There is no report of pt involvement.

Manufacturer narrative:
(B)(4): a philips field service engineer (fse) evaluated the device and found trouble during the eval. The device passed all testing and remains at the customer site for use. Philips was unable to determine the cause of the reported symptom as the issue could not be reproduced.